Event description:
It was reported that during a ptca treatment procedure involving a calcified and 80% stenotic lesion in the middle to distal portion of the moderately tortuous lad coronary artery, the maverick monorail balloon lost pressure at 6 atm's on the initial inflation. Pt status was reported as 'stable' during this event. The maverick monorail balloon catheter was removed and replaced with another maverick monorail balloon catheter to to successfully complete the procedure. A 6f daig introducer sheath, a 0.014" atw guidewire, a 6f cordis guide catheter and an encore26 inflation device were also used in this case. Pt status is reported as 'ok'.